Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the jejunum to treat stones during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the axios device did not cauterize through the small bowel. Attempts were made to increase the energy; however, these were unsuccessful, although blanching of the tissue was observed. The procedure was completed using another of the same device. There were no patient complications reported due to this event and the patient was expected to fully recover. Note: it was reported that the axios stent was to be implanted transduodenal to the jejunum to treat stones. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts = 6 cm in size and walled-off necrosis = 6 cm in size with = 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat stones.